Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, eliminating the malfunction code, and was informed to continue using the pump and contact support again if the issue recurred.